Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed out of tolerance subthreshold lead impedance triggered a patient alert on (B)(6) 2011 when the superior vena cava lead impedance rose to 102 ohms. The threshold was set to 100 ohms. The impedance fell back to 90 ohms the next day.

Event description:
It was reported that the lead has had varying and rising impedances that triggered the impedance alert. The lead remains in use. No patient complications have been reported as a result of this event.